Manufacturer narrative:
(B)(6). The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of a wide neck 5mm aneurysm, a coil was difficult to position in the aneurysm and 1 loop of the coil popped out, and when withdrawing the coil it prematurely detached in the microcatheter. The coil was being used to frame the aneurysm, as the physician was trying not to use a stent. The coil had been prepped according to the IFU and was sent through the sl-10 microcatheter to the aneurysm, but the coil did not sit well in the aneurysm. The physician attempted to re-position the coil 4 or 5 times, and on the 5th attempt, the physician stated that he had ¿lost control¿ of the coil, and he felt it had detached from the delivery system. He pulled the coil back into the microcatheter and pulled the whole system out of the patient. The microcatheter was re-inserted and used to insert 3 more coils without incident. There was no significant delay in the procedure and no patient injury.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a wide neck 5mm aneurysm, a coil was difficult to position in the aneurysm and 1 loop of the coil popped out, and when withdrawing the coil it prematurely detached in the microcatheter. The coil was being used to frame the aneurysm, as the physician was trying not to use a stent. The coil had been prepped according to the instructions for use (IFU) and was sent through the sl-10 microcatheter to the aneurysm, but the coil did not sit well in the aneurysm. The physician attempted to reposition the coil 4 or 5 times and on the 5th attempt, the physician stated that he had ¿lost control¿ of the coil, and he felt it had detached from the delivery system. He pulled the coil back into the microcatheter and pulled the whole system out of the patient. The microcatheter was re-inserted and used to insert 3 more coils without incident. There was no significant delay in the procedure and no patient injury. The device was returned for analysis. As viewed through the returned packaging, the coil was returned separated from the device positioning unit (dpu) and placed inside a separate bag. The proximal section of the coil was found to be stretched with intermittent coil damage along the entire coil length to the ball tip. It cannot be determined how much coil damage occurred during the procedure or post-procedurally. The coil was separated from the detachment fiber by external force through mechanically means. The most likely contributing factor to the coils unintended detachment occurred during repositioning inside the aneurysm with the coil becoming temporarily anchored on itself, on coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, the coil most likely encountered a mechanical detachment from the device positioning unit (dpu) via the severed detachment fiber. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature detachment was confirmed through failure analysis. The root cause of the premature detachment could not be conclusively determined; however, repositioning the coil with the coil being anchored to the previous coils or on the microcatheter may have contributed to the detachment. This may have also contributed to the coil damage found during analysis. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.